Event description:
A medtronic representative reported a stripped open spine clamp. There was no patient present when this concern was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Suspect open spine clamp has not been returned to manufacturer for further evaluation.

Manufacturer narrative:
Suspect device evaluated: the adjustment screw threads are worn in the center of the travel not allowing the clamp face to move. The screw head has tool marks all around. Otherwise, the clamp is in good condition. A new clamp was sent to the site for issue resolution.